Event description:
It was reported that during a low anterior resection procedure, the tissue pad fell out of the first device. With the second device, the tissue pad was torn with the blade. With the third device, the tissue pad slid. Every event occurred in about 10 minutes. Fourth device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.